Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Patient had revision of left hip. Dislocation due to lack of abductors, so the head dis-associated from the liner.

Manufacturer narrative:
An event regarding dislocation involving an adm liner was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection: the device was visually unremarkable. Dimensional inspection: the device was found to be dimensionally within specification as per igs-0029575. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information including patient medical records, x-rays and operative reports are needed in order to complete this investigation. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Patient had revision of left hip. Dislocation due to lack of abductors, so the head dis-associated from the liner.